Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During follow-up, noise leading to oversensing and decreased pacing impedance was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.